Event description:
Patient reported after injection in the face with "juverderm," "something horrible" happened on the patient's head as the airplane patient was on descended; patient was taken off the plane and taken to a hospital where they spent 8 days. The patient could not walk as the patient was "so off balance." The patient also experienced "on going" health issues such as head and body aches, muscle weakness, unsteadiness, visual problems, dizziness, nausea, and ringing in the ears. Additional information from the healthcare professional clarified that patient was injected with 4 syringes of juvederm ultra plus xc in the marionette lines and lip lines and concomitantly injected with 3 syringes of juvederm voluma xc in the mid and lateral cheeks. During the first hospital stay, patient was put on prednisone and had 2 negative CT scans. Patient noted one of the doctors said the patient "may have gotten what divers get." Patient travelled to another state after their hospital stay and was admitted to another hospital for the same symptoms and noted a "strange underwater sound" in the ears. During patient's second hospital stay, patient had another negative CT scan. Approximately 3 months later, patient was seen by the injector for a follow up and presented paperwork that stated "post instructions: stroke "from one of the doctors, though patient denies that any doctor told them they had a stroke. Patient stated "20 years ago" they had labile blood pressure and notes that they had not been on any medication, but when they initially arrived at the second hospital, patient was put on lisinopril. Injecting healthcare professional stated that patient is now "dizzy free" and still has chronic nausea. Patient's cheekbones are "still trender to palpation." Patient provided additional information that their face "looks terrible" and are still experiencing lumps and pain in their facial bones, dizziness, visual problems, and "ringing in the ears, etc." This is the same event and the same patient reported under MDR ID #3005113652-2015-00286 (allergan complaint# (B)(4)). This is the first MDR submitted for the first suspected product, juvederm ultra plus xc.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conform in the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as confirm.

Event description:
Further follow up with the healthcare professional indicated the patient had the symptoms of "strange under water sounds," "ringing in the ears," "what divers get," visual problems, dizziness, nausea, headache, and stroke prior to the injection of juvederm ultra plus xc and juvederm voluma xc and were not caused by the products. The diagnosis was determined as barotrauma due to the plane descent.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of being "off balance," head and body aches, muscle weakness, unsteadiness, visual problems, dizziness, ringing in the ears, "what divers get, "stroke," "strange underwater sound" in the ears, looking "terrible," pain in facial bones, and lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.